Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. The customer stated she had a heart attack and her blood glucose went up to 1000 mg/dl and she was placed in a comatose state to get her blood glucose level down. Blood glucose at the time of call was 170 mg/dl. The customer had called for assistance with changing her basal rate settings. The customer was advised to follow up with doctor if current settings need to be changed.